Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. During troubleshooting, it was found that the patient line had not been properly primed before the hp connected. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The tsr also explained to the hp the importance of allowing the patient line to fully prime before connecting. The hp was to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. Should additional relevant information become available, a supplemental report will be submitted.